Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the reason for call was to get MRI information. The caller indicated that the patients ins was removed on (B)(6) 2023 and at that time the lead was damaged and a lead fragment was left implanted. The caller indicated that the lead complied with the fragment criteria in the MRI guideline document and the patient would be eligible for any scan. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services reviewed MRI information.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: interstim; product ID: 3093-28 (lot: j0455222v); product type: 0200-lead; implant date: (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.